Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Failure analysis was unable to perform operating currents or test for failed battery test alarm due to blank display. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and battery tube threads.

Event description:
The customer reported via phone call that they had a failed battery test alarm on the insulin pump. It was also found the customer had a blank display. Customer stated they were able to retrieve the display when the battery cap was loosened. Troubleshooting found a crack around the battery compartment area. Customer's blood glucose was 230 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.